Event description:
It was reported that on (B)(6) 2025, a 25 mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Pre-procedure, the patient presented in severe hemodynamic condition however, was stable with no major complications. There was difficulty obtaining vascular access but was eventually successful. After puncture of the left femoral artery, the patient developed a superficial hematoma. Pre-dilatation was performed with a 20 mm cristal balloon. Due to poor initial positioning, the valve was recaptured three times before being implanted. During this the patient developed left bundle branch block (lbbb). The valve was implanted under pacing at a depth of 3-4 mm. After deployment, perivalvular leak (pvl) was present. Post implant dilatation was performed with a 23 mm cristal balloon. The patient left the operating room with a pacemaker due to the lbbb. Patient was transferred to intensive care unit (ICU) per hospital protocol. 24 hours post procedure, the patient died from peripheral hemorrhage due to peripheral access. In the physician's opinion, the death was unrelated to the navitor system and was attributed to the patients pre-existing severe hemodynamic condition.

Manufacturer narrative:
An event of difficulty obtaining vascular access, superficial hematoma, positioning problem, and left bundle branch block (lbbb) was reported. It was also reported that post procedure, the patient expired from peripheral hemorrhage due to peripheral access. Information from field indicated that due to poor initial positioning, the valve was recaptured three times before being implanted. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging); however, this information was not supplied by the site. Based on the information available and medical review, it is difficult to determine with certainty the exact cause of patient death. It is possible that the operational difficulties may have resulted in reported patient effects. However, this cannot be confirmed. The hematoma, hemorrhage, and patient death appear to be a cascading effect. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
N/a. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25 mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Pre-procedure, the patient presented in severe hemodynamic condition however, was stable with no major complications. There was difficulty obtaining vascular access but was eventually successful. After puncture of the left femoral artery, the patient developed a superficial hematoma. Pre-dilatation was performed with a 20 mm cristal balloon. Due to poor initial positioning, the valve was recaptured three times before being implanted. During this the patient developed left bundle branch block (lbbb). The valve was implanted under pacing at a depth of 3-4 mm. After deployment, perivalvular leak (pvl) was present. Post implant dilatation was performed with a 23 mm cristal balloon. The patient left the operating room with a pacemaker due to the lbbb. Patient was transferred to intensive care unit (ICU) per hospital protocol. 24 hours post procedure, the patient died from peripheral hemorrhage due to peripheral access. In the physician's opinion, the death was unrelated to the navitor system and was attributed to the patients pre-existing severe hemodynamic condition.